Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 due to recurring incontinence and fluid loss: hole in the proximal cuff, replaced the entire system. A new aus device consisting of a 3.5cm cuff, 5.0cm cuff, 61cm prb and pump were implanted at the surgery.